Manufacturer narrative:
Additional information was received that all of the patient's devices were explanted due to insufficient pain relief. Additional suspect medical device component involved in the event: model #: sc-8336-70, serial # (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.